Manufacturer narrative:
Additional information/correction (b5:,h10:). B5: additional information was received, indicating that the sample in the video provided for sample evaluation was one of the actual alleged devices. H10: correction to sample evaluation results: the cause was undetermined for only one (1) of the returned actual samples. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction. (Include additional codes 114, 19); h10: (to include additional information omitted from follow up #1). H10: additionally, a video was provided, which demonstrated that the tubing of the transfer set was able to be pulled apart from the female connector/main body assembly. The reported condition was verified. The cause of the condition was determined, to be misuse. As the transfer set is not designed to be tugged or pulled with this force, as seen in the video. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the twist clamp (light blue) main body of two (2) minicap extended life pd transfer sets. This issue occurred at hospital room before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: two (2) actual samples were received for evaluation. A visual inspection performed with the naked eye and magnification. Both samples had the silicone tubing separated from the female connector/main body assembly (twist clamp). The silicone tubing length was measured using a tape measure. The silicone tubing on both samples measured met specification requirements and provided verification that the tubing had become disconnected from the female connector and not torn or broken. On both samples there was evidence on the inside of the tubing indicating the tubing was connected to the female connector during assembly. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.